Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in the customer's weight was not provided. The model # (d4) was not provided. This event is related to MDR # 1810909-2022-00121.

Event description:
The customer from mexico reported that her blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.